Event description:
It was reported that this lead was part of a system revision due to infection. There also appeared to be some necrotic tissue upon opening the device pocket. There were no additional adverse patient effects reported. The lead was explanted.